Event description:
According to the reporter: the patient underwent an open fistula procedure. The device was being used for the dissection. A reoperation occurred due to bleeding from the vessel that was previously clipped. There was no blood loss over 500 cc. Appeared that the clip had partially slid back off the vessel. The surgeon was able to squeeze the handle and the jaws were able to close. There were no issues experienced with the loading or firing of the clips. No device component disengaged into the cavity of the patient. The event lead to or extended the patient's hospitalization time. The patient status is alive, no injury.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.